Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 60 stapler encountered an engagement issue after loading it with the blue reload. The surgeon decided to convert to open surgery. The procedure was converted to open surgery with no reported injury. On 13-dec-2022, the following additional information was obtained: the surgeon converted to open during a low anterior resection procedure because of the stapler engagement failure. The port sites were configurated in a way that it would be more convenient for the surgeon to convert to open surgery than to swap to a backup stapler. The surgeon would not have converted to open surgery if the stapler did not encounter an engagement issue. There was no patient harm nor any complications due to the conversion.

Manufacturer narrative:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, there was a sureform 60 stapler engagement issue after loading the blue reload. The surgeon converted to open surgery. Based on the claim against the product by the customer noting an engagement issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler failed to engage properly with the sterile adapters on the system during in-house testing and based on review of the logs. Visual inspection of the instrument found no external physical damage. The housing was removed from the back end, no obvious damage was observed. Additionally, manual articulation of the main tube/shaft found there to be friction resistance during rotation. The difficulty of manual articulation is caused from the main bushing within the housing being out of spec. The engagement failures are likely caused from the main bushing defect. The root cause for this failure is attributed to manufacturing. The root cause for this failure is attributed to manufacturing. This complaint is considered a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to the stapler and reload failing engagement. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could lead to the patient¿s inability to tolerate a conversion.